Event description:
It was reported that the right ventricular lead had 79 high impedance counts and a polarity switch to the unipolar pacing configuration occurred. The unipolar impedance and threshold were noted to be within limits and no false high rate episodes, nor noise was seen. The physician will be consulted and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).